Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Please note: it has been confirmed that this event is a duplicate of (B)(4), which was previously filed under MFR# 2024168-2023-07349-00. Jing yu gu, china affiliate, confirmed that the event was inadvertently reported twice. The device analysis was captured under the original complaint (B)(4). Therefore, the qe investigation and codes are from the original complaint.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, no suture was found when the plunger was removed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the account confirmed that this event is a duplicate of (B)(4), previously filed under MFR# 2024168-2023-07349-00, as the event date, physician, event details, hospital facility and device issues match. Additionally, based on the account and information provided via the duplicate, the account reported that pressure and bandage on the gauze block were applied after hemostasis was achieved with the proglide device as a precaution and is a standard practice for all procedures. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, no suture was found when the plunger was removed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.